Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product verified item and lot numbers. Inspection of the product found it to show signs of repeated use: nicks, gouges, wear and strike marks. Inspection confirmed it had fractured and all the pieces were returned. The features of this fracture surface and mode align with those reported in summary of failure analysis of shoulder impactor threaded strike-plates. The common failure mode for the shoulder impactors presented in this summary was a fast-brittle type tensile/bending overload failure of the strike plate¿s threaded section. All appear to be fast-brittle type fractures. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Further review determined that there has been no serious injury reported for this malfunction. This event will be considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the product was fractured. There was no reported patient injury.